Event description:
Leaking at filter and cartridge of tubing reported. The home care pt was receiving antibiotic therapy of penicillin 4 million units and gentamycin 60 mg. The pt reportedly missed two doses, during her service dates between april 20, 1999 through april 29, 1999, due to the tubing leaks. The home care agency nurse made home visits to the pt to change the tubing for problem resolution. There was no report of blood loss, blood backup, problem to IV access site, or pt harm. The missed doses were made up by extending the therapy.